Manufacturer narrative:
The hba1c reagent lot number was 76318801, with an expiration date of 31-may-2025. The customer noticed that reaction cells had some overflow and contamination, so the customer replaced these. The field service engineer replaced a leaking valve, rinse nozzles, and springs. Two missing fastening nuts above the reaction cells were replaced. Mechanism checks were performed and no issues were seen. A cell blank was performed and there were no errors. A photometer check was performed. Precision studies and controls passed. The last calibration performed on 03-mar-2024 was acceptable. Quality controls recovered within range. Upon review of the alarm trace, an abnormal aspiration error was observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hba1c gen. 3 on a cobas 8000 c 502 module. The sample initially resulted in an hba1c value of 8.8 %. The physician questioned the result because the patient was not diabetic. The patient also had a previous result of around 5 %. The sample was repeated, resulting in an hba1c value of 5.5 %. The repeat value was deemed correct.